Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified broken shell and flat crease. Weight measurement of the device identified device was underweight. A microscopic analysis was performed which identified a striated edge opening consistent with the use of a surgical tool. Based on the device analysis the final assessment was a striated edge opening on radius side due to surgical damage, and missing piece of the shell assessed as inconclusive.

Event description:
Patient reported right side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. Device has been explanted.